Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device powered on without display and unable to read clinical data. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was verified and attributed to a faulty lcd display. The display panel was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.